Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was revealed that the implantable cardiac monitor (icm) was undersensing. No intervention has been performed. The patient was stable throughout.